Event description:
It was reported the system was unable to boot up due to a battery charger error message. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced the filament driver board. The system operates as intended.